Event description:
Catheter being inserted intra-thecally for a bioclofen pump. During procedure it was noted that approximately 5cm of the distal end of the catheter had been sheared off and remained in the patient.